Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device would not display an etco2 reading during a patient event. There was no report of harm to the involved patient. The paramedics stated, "patient care continued. Rosc was achieved, and the patient was transported to the hospital"

Manufacturer narrative:
The etco2 module was returned for failure analysis. The reported problem was duplicated during lab tests. Philips cannot rule out a malfunction of the etco2 module at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.